Manufacturer narrative:
The sample was not returned. An image was available in the file. The image displayed a lens inside the eye. The optic was broken and a large portion of the lens was in the eye. The lens was moved down and the optic edge was observed in the incision. The optic edge appeared to have an area that was cracked and split. Additional dark areas were observed on the optic which may indicate areas of damage. The other portion of the lens that was broken from the visible portion was not observed in this photo. Product history records were reviewed and documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic. Based on our observation of the attached photo, the lens was cracked, split, and broken into pieces. The image showed the half of lens moved down with the optic edge in the incision. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. Information was provided that indicated a surgeon reported a lens with a crack that was observed part way through injection. Surgeon tried to pull it back out through the main incision with a .12 and the lens split up the crack and half was left in the eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a lens with a crack that was observed part way through injection. Surgeon tried to pull it back out through the main incision and the lens split up the crack and half was left in the eye. Additional information has been requested.